Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level, however, a specific bg value was not provided. Additional information was not provided, and the customer declined troubleshooting with tandem technical support.